Event description:
During lap nissen fundoplication procedure, they went through the test procedure, opened a new blade to complete the procedure. There was no reported pt consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade scratched, nicked, and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The identifeid blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "avoid accidental contact with other instruemtns during use." The batch history records were reviewed with no anomalies noted during the manufacturing process.